Manufacturer narrative:
Additional information: the issue was reporting a premature stent deployment when packaging was opened. There were no damages or anomalies noted to the device or packaging prior to use. There were no anomalies noted to the thermal indicator on the package. The device was stored, handled, and prepped according to the IFU. It is unknown if the tuouy borst valve was found to be closed when the device was opened or if force ever required while handling the product. It is unknown if the device was ever removed from the packaging or if the device was ever inserted into the patient. Complaint conclusion: a report was received that when the outside pouch of a 120/150 6 x 150mm smart stent delivery system (sds) was opened, the stent was noted to be exposed. The product was not clinically used and the procedure was completed with no reported patient injury. The site reported that the product had been stored, handled according to the instructions for use (IFU). In addition, there were no package (including the thermal indicator) anomalies or damages noted prior to use. It is unknown whether the tuohy-borst valve was opened or closed when the package was opened or if force had been used during the opening of the package. One non-sterile smart 120 150, sfa - 6x150mm catheter was received coiled inside a plastic bag with the valve of the sds closed. No original packaging was returned for analysis. Per visual analysis, the stent of the unit was received 7 mm pre-deployed. The usable length of unit was 120.5cm. No other anomalies could be observed. Functional analysis was successfully performed. A lab sample syringe filled with water was attached to the valve of the received smart 120 150 catheter and successfully flushed. Neither resistance nor loosen material/ matter was observed during flushing procedure. Then, pin was pushed and stent was successfully deployed. Neither anomaly no difficulties were felt or experienced during deployment process. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent delivery system (sds) - deployment difficulty-premature/during prep¿ event was confirmed based on the visual analysis. Though the exact cause of the event could not be conclusively determined, product handling may have contributed to it. The product IFU warns that the black dotted pattern on the grey temperature exposure indicator, found on the pouch, must be clearly visible. Users are instructed to not use the device if the entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. After careful inspection of the pouch for damage, users are instructed to carefully peel open the pouch and extract the sds from the tray. They are to examine the device for any damage. If they suspect that the sterility or performance of the device has been compromised, the device should not be used. After flushing the device, users are to evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Users should not use the device if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, users are to open the tuohy-borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. They are then to lock the tuohy-borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, handling factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). (B)(6). Concomitant products: concomitant devices: guiding catheter (6f sheathless, asahi intecc); micro catheter (prominent, tokai medical); and guidewire (0.14 halberd, asahi intecc). The device was returned for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the smart stent was found to have the stent exposed when the outside pouch was opened. Another smart stent of the same size was used to complete the procedure. There was no reported patient injury. The patient's information was unknown. The target lesion was unknown. The rate of stenosis was unknown. After 6f non-cordis guiding catheter crossed the lesion, non-cordis micro catheter and 0.14 guidewire were crossed. A smart stent was attempted to place from distal the superficial femoral artery. However the stent was exposed already when its outside pouch was opened. Therefore it was changed to another new smart stent (same size). The procedure finished successfully. There was no reported patient injury. The product was not clinically used. And it will be returned for analysis.